Event description:
The complainant reported 44-year-old female patient on impella cp support experienced hemolysis. Packed blood cells had been given. Impella position was noted to be at 4.5cm. Therefore, it was retracted 1cm so the impella was mid ventricular again. The patient was stable and was successfully weaned after 14 days on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.